Event description:
The device was used during a laparosocopic cholecystectomy. When the dr rotated the knob to check the jaw placement, the clip dropped. (It was retrieved) (dr experienced the same trouble with 3 clip applier during one clinical case.) There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: misaligned jaw legs. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that instrument b was returned with misaligned jaw legs. No conclusion could be reached as to how this damage occurred. Instrument a & c were returned in good physical condition. Instrument b was cycled, fed, and scissored the clips due to the misaligned jaw legs. Instruments a & c were cycled, fed, and formed the clips within design spec. Comments: each instrument is evaluated during the assembly process to ensure the clips feed and form properly.